Manufacturer narrative:
H.6. Investigation summary: DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. After analysis of the photo, it was not possible to confirm transfixed catheter as being generated by the product manufacturing process, because if the catheter was already transfixed before the puncture the product could not have been used. Conclusion(s): based on the investigations, the root cause was not determined, as the client did not provide the number for a detailed investigation and after photo analysis, it was not possible to confirm transfixed catheter as being generated by the product manufacturing process, for if the catheter was already transfixed before the puncture, the product could not have been used. The defect may have occurred due to a misuse of the product.

Event description:
It has been reported that the bd insyte¿ autoguard¿ shielded IV catheter has been found with the needle through the catheter during use. The following has been provided by the initial reporter: the silicone was cut by the needle when it was introduced. There was no device retraction at any time. The lot was not noted, as they had already discarded the packaging. The needle had retracted normally when the safety mechanism was activated. Was needed a new punction in the patient, but there was no damage to the patient or health professional. There was no need for medical or surgical intervention. The sample is not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd insyte¿ autoguard¿ shielded IV catheter has been found with the needle through the catheter during use. The following has been provided by the initial reporter: the silicone was cut by the needle when it was introduced. There was no device retraction at any time. The lot was not noted, as they had already discarded the packaging. The needle had retracted normally when the safety mechanism was activated. Was needed a new punction in the patient, but there was no damage to the patient or health professional. There was no need for medical or surgical intervention. The sample is not available